Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was sleeping when she was woken to a cgm value to low mg/dl. No bg meter comparison value was taken at this time. The patient self-treated with (5) glucose tablets and baqsimi nasal glucagon spray. Despite treatment, the patient¿s cgm value continued to read low mg/dl and due to this, the patient went to the emergency room for evaluation. At the emergency room, the patient felt dizzy, lightheaded, and vomited. The patient¿s bg meter reading was 145 mg/dl while the cgm value was reading low mg/dl. No medication or treatment was provided to the patient while in the ER. The patient was discharged after approximately 6 hours with a bg meter reading of 117 mg/dl. The patient¿s cgm was also removed. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the patient's blood glucose were compared and it was reported to fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.